Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2023, based on the date the manufacturer became aware of the event, on (B)(6) 2023. Block h6: imdrf device code a0406 captures the reportable event of stent material deformation, inside the patient.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was opened to be used in an unspecified procedure on an unknown date. It was noted that the material wrapped on the guide wire and when they tried to remove, the double j was worn out. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.